Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving compound baclofen 200mcg/ml for a total dose at minimum rate and unknown morphine 25mg/ml for a total dose at minimum rate via an implantable pump for intractable spasticity, spinal cord injury/spinal cord disease, head/brain injury, non-malignant pain, and complex regional pain syndrome type I. It was reported a pump revision/replacement occurred due to elective replacement indicator (eri). It was noted that the root cause of the revision/replacement was related to device or therapy complaint. It was noted that the patient was programmed to minimum rate mode prior to pump replacement and the manufacturer representative (rep) was unsure why. It was noted that the healthcare professional (hcp) did not know why either. It was stated that the hcp attempted to aspirate the catheter and was unable to aspirate any fluid, so they replaced the catheter. It was noted that troubleshooting resolved the reported event. It was noted that the patient has a new ascenda catheter and synchromed ii pump. The rep was present in the operating room. No symptoms were reported, and the event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-25 reported the pump replacement was a routine pump replacement case because the battery was reaching end of service (eos) in one month. The catheter was replaced because the healthcare professional (hcp) could not draw back cerebrospinal fluid (csf). The pump and catheter will not be returned to manufacturer for analysis. The rep was not sure why they could not aspirate the catheter. No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID 8731 serial# (B)(4) implanted: (B)(6)2005 explanted: (B)(6)2017 product type catheter device code (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-jul-26 reported that the date at which elective replacement indicator (eri) occurred was unknown. The hcp stated that they monitored the "time to eri" messages that were at the top of all pump logs, but did not have a specific date when eri was thought to have occurred. The hcp noted that the pump and catheter were replaced on (B)(6)2017, which was when the inability to aspirate the catheter occurred. It was noted that the patient's weight was (B)(6) at the time of the event. The hcp stated that the cause of the inability to aspirate the catheter during the replacement surgery was unknown as they had not received the operative report yet. The hcp noted that the catheter was occluded, but they were not sure what caused the occlusion. The hcp confirmed that the whole system was replaced and the eri and inability to aspirate were resolved. The hcp had no further information and no further complications were reported/anticipated.